Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event (including device serial number); however, no additional information was provided. Manufacturer's investigation conclusion: the reported event of the battery alarm activating when the mobile power unit (mpu) was plugged in was not confirmed. No equipment was returned for evaluation. It was reported that the aa batteries were replaced and the alarm resolved. Multiple requests for additional information were made to determine the serial number of the mpu and if any product will be returned for evaluation; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the replace mobile power unit (mpu) batteries alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explains the various ways to power the system, including the operation of the mpu. This section informs the user of how to insert or replace the mpu batteries. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was discharged home with mobile power unit (mpu). When the patient plugged it in, the battery alarm sounded. The site had the aa batteries replaced and the alarm resolved.